Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('abnormal bleeding'), optic neuritis ('optic neuritis') and blindness unilateral ('lost total vision in her left eye') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular periods, menopausal symptoms, heart rate irregular and intramural leiomyoma of uterus. Concomitant products included docosahexaenoic acid (omega 3 dha) since 2015, iron since 2014, vitamin b complex (vitamin b) since 2014 and vitamin b12 nos since 2014. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), menorrhagia ("prolonged menses / abnormal bleeding (menorrhagia)"), abdominal pain lower ("severe lower abdominal pain"), back pain ("severe back pain"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), alopecia ("hair loss") and headache ("headache"). In 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In 2015, the patient experienced optic neuritis (seriousness criterion medically significant) and blindness unilateral (seriousness criterion medically significant). In 2016, the patient was found to have serum ferritin decreased ("low ferritin levels"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (s/p total, hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, optic neuritis, blindness unilateral, dysmenorrhoea, menorrhagia, abdominal pain lower, back pain, dyspareunia, migraine, vaginal haemorrhage, serum ferritin decreased, alopecia and headache outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, blindness unilateral, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, optic neuritis, pelvic pain, serum ferritin decreased and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: insertion details: (B)(6) 2012 foreign body in uterus, any part. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 7-jan-2021: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('abnormal bleeding'), optic neuritis ('optic neuritis') and blindness unilateral ('lost total vision in her left eye') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular periods, menopausal symptoms, heart rate irregular and intramural leiomyoma of uterus. Concomitant products included docosahexaenoic acid;eicosapentaenoic acid (omega 3) since 2015, iron since 2014, vitamin b complex (vitamin b) since 2014 and vitamin b12 nos since 2014. On (B)(6) -2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), menorrhagia ("prolonged menses / abnormal bleeding (menorrhagia)"), abdominal pain lower ("severe lower abdominal pain"), back pain ("severe back pain"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), alopecia ("hair loss") and headache ("headache"). In 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In 2015, the patient experienced optic neuritis (seriousness criterion medically significant) and blindness unilateral (seriousness criterion medically significant). In 2016, the patient was found to have serum ferritin decreased ("low ferritin levels"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (s/p total, hysterctomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, optic neuritis, blindness unilateral, dysmenorrhoea, menorrhagia, abdominal pain lower, back pain, dyspareunia, migraine, vaginal haemorrhage, serum ferritin decreased, alopecia and headache outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, blindness unilateral, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, optic neuritis, pelvic pain, serum ferritin decreased and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: insertion details: (B)(6) 2012. Foreign body in uterus, any part concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 22-dec-2020: mr received. Reporter information added. Removal surgery added for event pelvic pain. Case category updated to serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.